Event description:
It was reported that the device failed to deliver energy for a synchronized defibrillation at three separate occasions. The device was reported to mark the qrs complex on the ECG but failed to defibrillate when the user pressed the shock button and held it for few seconds. The device was also reported to log a potentially critical event code in the memory. There was a pt involvement for the first occurrence; however, there was no adverse event reported as the result of the device use.

Manufacturer narrative:
(B)(4). Physio-control's initial device inspection was unable to neither verify nor duplicate the reported failure. Physio found that a 360j energy selection resulted in 300j of actual delivery. Physio continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.